Event description:
It was reported that shortly after the planned ICD exchange on (B)(6) 2019, oversensing with artifacts was noticed. Tachy therapy was deactivated and the lead was explanted on (B)(6) 2019.

Manufacturer narrative:
In the returned state, the lead had been cut through 10cm distal of the is-1 connector pin. The distal lead fragment was detected to be stretched. An explantation instrument was located in the distal fragment, and a thread had been tied to the distal fragment. The returned fragments were thoroughly analyzed. The analysis found multiple signs of wear and tear along the lead body. The insulation was damaged due to fraying, especially in the distal area. In the distal area, the lead was surrounded by calcified tissue. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Due to the severe extraction damage and the fibrotic tissue surrounding the lead, it can be assumed that the lead was stiffened and ingrown in the implanted state and that this severely limited the leads ability to move. In addition, a deformed shock coil was found during the analysis, which is probably due to the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.